Event description:
The patient experienced an overdose in 2007. The device system was delivering fentanyl and clonidine. No additional information was provided regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l54314, implanted: (B)(6) 1998, product type catheter. (B)(4).